Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid, dose and concentrations not reported via an implantable pump. On (B)(6) 2020 the patient reported that their pump was implanted in their buttocks and that about 2 months ago or so she fell and think it moved. The patient stated that they were constantly falling is seems like. The patient informed their physician but was told it was fine. No further complications were reported regarding the event.